Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Blood glucose value was 500mg/dl after the 9u of a bolus. Customer¿s blood glucose value at time of incident was 520 mg/dl and current blood glucose value was 211 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with bolus using pump. Drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.